Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 corrected: h6 health effect - clinical code if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: the patient had atrophic pseudo arthrosis, which is why the subtrochantary fracture has not been cured. We did not have a germ detection and I do not see any implant-associated problem. Due to the non-union, the biomechanical load was ultimately too high and so the nail broke.

Event description:
It was reported that on (B)(6) 2025 the patient underwent the tfna nail revision due to tfna nail breakage at the blade level. This is already the second change. Now a spacer insert.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review, manufacturing location: monument, manufacturing date: 23-mar-2021, expiration date: 01-mar-2031, part number: 04.037.455s, 14mm/130 deg ti cann tfna 340mm/left-sterile, lot number: 92p8943 (sterile), lot quantity: (B)(4). Review of the DHR file: one piece scrapped in cell at op #0160, thermal rinse-load¬, for dropped part. Production order traveler met all inspection acceptance criteria aside from the one piece noted. Inspection sheet, in-process / inspect dimensional / final ns071316 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll), lmd rev ac was reviewed and determined to be conforming. Scn 19668 supplied by jabil (abq) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 92p8943. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 75p9788, lot quantity: (B)(4). 14 pieces scrapped in cell at op #0010 machine complete, for tooling-chipped. Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring ended, lot number: 77p1410, lot quantity: (B)(4). Production traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance dated 09-feb-2021 and quality history card dated 28-jan-2021 received from smalley were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 78p2594, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 56p1222, lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 24-mar-2020 was reviewed and determined to be conforming. Lot summary report dated 11-may-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. 23-jun-2025: DHR reviewed by: afernandez. A manufacturing record evaluation was performed for the finished device with batch number 92p8943. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.